Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue happened during the non-emergency treatment which was completed by using wireless footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired footswitch was unable to trigger exposure. Upon functional testing, the fse found little dirt under the pedal. To resolve the reported issue, the fse removed the dirt from footswitch. After repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported wired footswitch issue didn¿t impact the completion of the procedure. The procedure was completed as planned by using wireless footswitch, with no impact to patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's footswitch was unable to trigger exposure. The device was in use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.